Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare recommended replacement of the adjustable pressure limit valve.

Event description:
The hospital reported the adjustable pressure limit valve (apl) was broken. There was no report of patient involvement.